Event description:
Patient has crono 5 pump. She is getting an alarm with message ER. Two (which is irregularity in the security system). Patient pressed the plus button. This did not work. Told her to stop the pump. She said the pump would not stop. Then told her to clamp the line and remove the battery (wait 10 seconds before re-inserting it). When the patient put the battery back in, was still at ER. Two with the alarm going off. Patient was able to change to her other pump. Other pump is working fine. Transferred call to have courier set up. Sn (B)(4). Fourteen maintenance (B)(6) 2018. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes, will courier replacement. Dose or amount: 59.9nkm. Frequency: continuously. Route: intravenously. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0.